Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported the insulin pump alarmed no delivery. Customer's blood glucose was unknown. Customer was unable to troubleshoot as alarm was not occurring at the time of the call. Customer will try and force insulin in and it still doesn't work. Customer did have low blood glucose but she was on manual injections for the last two days. Customer might have given to much insulin and didn't eat enough. No further information reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump was received with minor scratches on lcd window, cracked case at lcd window corners, cracked reservoir tube lip, scratches on reservoir tube window and cracked battery tube threads.